Event description:
Pt in operating room for decompressive cervical laminectomy c3 through c7. After initial application of the cranial pins the posterior parietal pin seemed to slip. The cranial pins were then reapplied. Pt sustained two 1-inch lacerations to the right temple due to the slippage. Skin closed with some interrupted simple sutures.